Event description:
It was reported that the right ventricular (rv) lead sensing value was low. The rv lead was capped and the physician implanted a new lead to resolve the event. The patient was stable with no adverse consequences.